Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint (B)(4). Reason for original complaint. Asr revision to take place on (B)(6) 2012. Asr xl system bi-lateral (left) please (B)(4) for right hip revision. Update: added revision reason. Received: february 28th 2013. Reason(s) for revision: pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint: asr revision to take place on (B)(6) 2012. Asr xl system bi-lateral (left). Update: added revision reason. Received: (B)(6) 2013. Reason(s) for revision: pain.